Event description:
Per the study: the initial report indicated that during index procedure, the operator experienced deployment difficulty incomplete expansion. The stent compressed post deployment. There was difficulty withdrawing from the stent. Additional information indicated that lesion was very calcified, 85% stenosis, not tortuous left internal carotid artery ostium. The lesion was access but not pre-dilated. The precise pro rx was implanted, but the stent did not open completely, it appeared compressed. After the stent was deployed, the lesion was post dilated with three different balloons, but the stent continues to appear compressed. One of the balloons (brand name unknown) was hung up on the stent, but it was removed without any injury to the patient. Further studies revealed that the stent appeared fractured. After the stent was extracted, it was proven that it was not fractured.

Manufacturer narrative:
The index procedure was completed in 2008. The patient was symptomatic. The patent's medical history consisted synchronous severe cardiac and carotid disease requiring open-heart surgery and carotid revascularization, first degree relative with premature (cad) coronary artery disease, diabetes mellitus, coronary artery disease, and coronary percutaneous revascularization. The patient had high-risk criteria of synchronous severe cardiac and carotid disease requiring open-heart surgery and carotid revascularization. No revascularization was planned. No occlusion was noted in the contra lateral carotid. Target lesion diameter stenosis was 85%. Total lesion length was 10.0, and the total length of stented segment was 30.0. The geometry of the target lesion was eccentric, calcified >/=3mm in width and resistance to (pta) percutaneous transluminal angioplasty. The arch type was ii. The lesion had no thrombus present at the target site. The patient was asymptomatic. A 6mm angioguard basket was successfully deployed distal to the target lesion. Followed by the deployment of a precise in the target lesion, but the reported event occurred. The angioguard was removed without any difficulties. No occlusion was documented, and no debris was noted in the basket. There was no neurological deficit noted when the patient was removed from the angiographic suite. The patient did not require emergency carotid surgery. Presence of air bubbles was not documented and there was no contralateral vessel occlusion. An (ECG) electrocardiogram was obtained after the procedure. The following day, ck maximum total was 7.0 (maximum upper limit for this institution is 162.0 ng/ml). The ck-mb maximum total was 0.4 (maximum upper limit for this institution is 6.3 ng/ml). The product (stent) was extracted, but it is uncertain if the account will return the device. Additional information will be submitted within 30 days of receipt.